Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user's report of image problem, as the image was found to be poor, stained and with 10+ broken image guide fibers. In addition, it was noted that the distal end plastic cover (c-cover) was charred. The device was serviced and returned to the user facility.

Event description:
It was reported that the user experienced an image problem during use in which the image was reported to be not stable. There was no patient injury reported.